Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) from a patient who was receiving dilaudid, 30 mg/ml concentration at 28 mg dose via intrathecal drug delivery pump for unknown indication for use. It was reported that patient happened to mention she had a pocket infection after her recent replacement surgery approximately 4 weeks ago. Any environmental/external/patient factors that may have led or contributed to the issue were not reported. Patient's healthcare professional (hcp) treated the infection. Infection was cleared up per patient and no other issues were reported. At the time of this report, the issue had resolved and patient status was alive-no injury. No further complications were reported.